Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found that water tightness was lost due to wear of the flexibility adjustment mechanism o-ring, the flexibility adjustment function did not work due to wear of the adjustment ring, the grip was shaved, the insulation resistance value did not meet the standard value due to a crack on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens was cracked, the bending section cover adhesive was chipped, and the coating of the universal cord was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the device was reprocessed once before being sampled. The scope was placed in storage several hours at 23 degrees with an oxygen concentration of approximately 21% before being sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, microbial testing results and cleaning, disinfection and sterilization information. See b5 for the additional information from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump, aspiration done with the suction valve in the 1st and 2nd position, and flushing the air/water channel with air and water using the adapter. The scope passed a leak test and isazone was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed during manual cleaning. The forceps elevator was raised and lowered three times when submerged in the detergent solution, the forceps elevator was flushed, and the distal end was brushed and flushed. The scope was rinsed before manual disinfection using isazone a+b. All channels were flushed with and immersed into the disinfectant. The scope was rinsed with filtered water after disinfection and the concentration and expiration date of the disinfectant were controlled. The scope was stored in a simple cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope was contaminated. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital; attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.